Event description:
It was reported to globus that a pt has suffered a broken rod. The exact date when the rod broke is unk. Pt reported new pain in the lower back, and the radiograph taken showed a broken rod. There was no loss of correction. Subsequently, it was decided to have the revision surgery to correct the broken rod. The surgery occurred on (B)(6) 2014.

Manufacturer narrative:
Additional info has been requested, i.e. Patient info, device info, as well as whether the implant is available for evaluation. A supplemental report will be issued when the info is provided.